Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode recorded an untreated episode labelled as an atrial fibrillation (af) episode caused by noisy signals with undersensing. It is suspected to be related with the connection. The technical services (ts) indicated that the root cause of noise is related to a sub-optimal contact condition inside the header which creates contact intermittency between the lead sense b ring and the device connector. X rays were performed, and it showed intact xiphoid area (between sense b node and can) and bending of the electrode connector before it enters the header. The system appears to have high placement of the electrode and lower placement of the can. The technical services (ts) recommended to closely monitor this patient and ask them to perform the patient interrogation within few weeks time, additionally, review counters and possible signs of fractured conductor. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode recorded an untreated episode labelled as an atrial fibrillation (af) episode caused by noisy signals with undersensing. It is suspected to be related with the connection. The technical services (ts) indicated that the root cause of noise is related to a sub-optimal contact condition inside the header which creates contact intermittency between the lead sense b ring and the device connector. X rays were performed, and it showed intact xiphoid area (between sense b node and can) and bending of the electrode connector before it enters the header. The system appears to have high placement of the electrode and lower placement of the can. The technical services (ts) recommended to closely monitor this patient and ask them to perform the patient interrogation within few weeks time, additionally, review counters and possible signs of fractured conductor. This s-ICD remains in service. No adverse patient effects were reported.